Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support for emergent circulation, airway, breathing. While on support, the patient did not have dopplerable pulses. The patient was taken to the cath lab and distal perfusion catheter was placed and distal flow was restored. Additionally, the cp measured 2 cm across the valve. Pump on echo - echocardiogram (ultrasound)- looked caught in papillary muscle and the doctor wanted to be sure that the impella was not causing the patient's ventricular tachycardia (vt). Patient shocked multiple times to convert out of vt. Impella eventually removed to see if removal of pump mitigated the vt, shocked out of vt after pump removed and vt started again. The doctor discussed possibly placing an impella 5.5, but thought due to rhythm issues and possible left ventricle irritation to just do ECMO at this time.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related. As all the necessary information was not provided, the root cause of the limb ischemia and the vf/vt/af/at was not determined. Potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ to conform with updated procedures, sections d6 and h10 have been revised with updated information.